Event description:
It was reported that the patient was booked for right ventricular (rv) lead repositioning due to high ventricular threshold and intermittent loss of capture. On chest x-ray it appears that the lead had a micro-displacement. The doctor wanted to use the wrench to unscrew the lead, the doctor noted that the silicone cover over the screw and the screw was missing. The doctor could easily remove the lead out of the header. The device was explanted and replaced. The rv lead was tested multiple times and good sensing, impedance and thresholds was recorded. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.